Event description:
It was reported that the controller exhibited a loss of power while connected to the battery. While the patient was changing off of the controller ac adapter to another battery, the pump stopped when the controller ac adapter was disconnected and only the battery was attached. The battery that remained attached also later exhibited an erroneous critical battery alarm, and there was concern this battery was causing the issues. It was noted that while the log file report said the battery was at 0%, the patient said the battery had a charge. The controller remains in use and the battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial #: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-dec-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3: yes FDA img:g02013 h6:FDA method code(s):b01, b15 h6:FDA result code(s): c10, c02 h6:FDA conclusion code(s):d02, d01 the controller (con414458) was not returned for evaluation. The battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis associated with con414458 revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 12:28:55. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 100% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and bat937527 was connected to power port two (2). The controller was without power for 11 seconds. Analysis of the controller log files revealed an abnormal relative state of charge (rsoc) behavior involving battery (B)(6). The battery started powering the controller as either the primary power source or the secondary power source since (B)(6) 2021 at 00:46:32. Throughout the entire period that the battery was providing power to the controller, (B)(6) was reporting a frozen rsoc value of 100% despite providing power to the controller. The battery was also reporting a frozen rsoc value of 100% and then suddenly the rsoc began to decrease; the battery was not estimating the capacity accurately. Analysis of the alarm log file revealed a critical battery alarm involving (B)(6) logged on (B)(6) 2021 at 19:38:38. The data point prior to the critical battery alarm revealed that the battery was at 91% rsoc. During the critical battery alarm, the battery dropped from 91% rsoc to 0% rsoc. Given that the capacity suddenly depleted may be indicative of an estimation error. As a result, the reported events were confirmed. Based on an invest igation conducted under CAPA (B)(4), the most likely root cause of the battery frozen rsoc values and critical battery alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use c onditions. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. CAPA (B)(4) is investigating controller losses of power medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. E4 email corrected from blank to (B)(6). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.